Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing or falling out. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete. Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing or falling out. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The reported event, opened during surgery, was duplicated; it was confirmed the delrin ball detent was missing during visual inspection of the device. A missing delrin ball may allow the lid of the housing to open unintentionally, which is a probable cause of the reported event. The device was discarded by the manufacturer.